Manufacturer narrative:
Analysis of programming history confirmed event.

Event description:
During review of internal programming history a programming anomaly was noticed on (B)(6) 2010. The pulse width changed from 250 to 500 likely due to a faulted system diagnostic. A faulted test was seen in review of history at the same office visit date. The pt was interrogated after the event but settings were not corrected. It is unk if they intended the pt to stay at 500 pulse width.